Event description:
The device was received with no documentation. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Per patient's surgeon, the device was explanted (date unknown) due to infection. Patient underwent a skin flap revision surgery (date not reported) and treatment with antibiotics (type not reported) prior to decision to explant the device. (B)(4).

Manufacturer narrative:
(B)(4)